Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney:on (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 month post implant of ventralex mesh, patient was diagnosed with infection, purulent discharge, hematoma and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, hematoma and inflammation as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2017 - patient had abdominal pain and diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the scar was excised. Previously placed synthetic mesh was incorporated and in good condition. In left lower quadrant of the synthetic mesh, hernia was recurred. The defect contained a loop of bowel was dissected. The bowel was found to be viable. The fascial and mesh edges were dissected in all directions to the point where the omentum and small bowel loops were freely reducible into the peritoneal cavity. The patient had dense adhesions, and the defect repaired with a circular ventralex mesh and secured with suture.¿ (B)(6)2017 - patient was diagnosed with abdominal wall hematoma thereby underwent repair. Per operative notes, ¿the large hematoma was evacuated and placed wound vac.¿ (B)(6)2018 - patient was diagnosed with infected mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿the mesh secured with suture was seen. The mesh was elevated, purulent fluid was encountered. The mesh was freed up from the underlying visceral structures, sutures were excised. The mesh was removed intact. The inflammatory process was present, and the bowel was densely adherent to the fascia.¿ attorney alleges that the patient had infection and pain. It was also alleged that the patient had hematoma.